Event description:
It was reported that during a da vinci s low anterior resection procedure, the surgical staff indicated that patient side manipulator 1 (psm1) would not advance past the tip of the cannula. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The surgical staff also claimed that the psm stopped at approximately the same point with and without an instrument installed. The surgical staff re-draped psm1 and tried using a monopolar curved scissors (mcs) instrument and an unspecified grasper instrument. However, the issue persisted. Due to the reported issue, the surgeon made the decision to convert the surgical procedure to traditional laparoscopic techniques. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse discovered that the possible cause of the instrument insertion issue was an mcs tip cover accessory that had slid up too high on the mcs instrument. The mcs tip cover accessory was causing the mcs instrument to get stuck in the cannula. The fse then verified the system according to manufacturer specifications. The fse ran a sine cycle and checked grip calibration. The fse also verified proper instrument, cannula, and sterile adapter recognition. Intuitive surgical inc. (Isi) contacted the robotics coordinator at the site and obtained additional information regarding the reported event. According to the robotics coordinator, the surgical procedure was completed successfully using traditional laparoscopic techniques. There were no reports of injury to the patient. The robotics coordinator also indicated that electro lube was applied to the monopolar curved scissors (mcs)after the mcs tip cover accessory was installed. The robotics coordinator also indicated that the gage pin would catch upon inspection of the cannula. A visual inspection of the cannula by the surgical staff revealed a dent around the tip/edge area. The cannula has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has made multiple attempts to contact the site to obtain additional information regarding the cannula. However, as of the date of this report, the part and lot numbers of the cannula involved with this complaint are unknown. A follow-up MDR will be submitted if the cannula is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the cannula was found to have a dent around the tip/edge area. However, there is no indication that the patient sustained an injury because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a damaged cannula if to recur could cause or contribute to an adverse event.